Event description:
The fse reported a file corruption error. This error causes the system to lock up or not to boot. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software. The system operates as intended.